Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 10 am. The patient reported blood glucose results of "342 mg/dl" with the subject meter and "138 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). At the time of the alleged issue, the patient took 10 units of his insulin. About 15-20 minutes after that, the patient claimed his blood glucose went "too low" and felt symptoms of light headed, disoriented and "blacked out." Approximately by 10:30 am that same day, emergency medical services (ems) was contacted and administered the patient a glucagon injection. The patient did not specify the blood glucose result obtained on the ems meter. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the patient about using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered insulin based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k073231.